Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that there were no device issues and that the pump was discarded. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving prialt (25mcg/ml at an unknown dose) via an implanted infusion pump. The indication for use was unknown. It was reported that an infection occurred in the pocket. It was unknown if the infection was related to the device. The infection was confirmed, however, the event date was unknown. It was unknown if there was an allegation against device sterility. The pump and catheter were being explanted on (B)(6) 2019. No further complications were reported or anticipated.